Event description:
Patient had a right total knee revision done in 1995 for loosening of femoral component. Later developed pain in the rt. Knee and underwent revision surgery in 1999. At time of surgery, apparently, were several floating pieces of polyethylene that had come from the medial side of the tibial tray. There was some very minimal flattening of the patellar component but no actual polyethylene loss. There was pitting in the lamination of the tibial polyethylene, however. There did not appear to be loosening of the polyethylene component in the tray. There did not grossly appear to be any backside wear of the tibial polyethylene. There was some minor wear evident on the lateral side of the polyethylene component.